Event description:
Same case as MDR #: 2134265-2011-05143. It was reported that during a peripheral procedure balloon catheters froze on the guide wire. The lesion being treated was located in the superior mesenteric artery. Using a non-bsc guide wire, the physician attempted to advance a 12x5.00mm nc quantum apex balloon catheter to the target lesion. However, the device froze on the wire. The physician successfully removed the balloon catheter. Then the physician attempted to advance a different 20x5.00mm nc quantum apex balloon catheter to the target lesion. However, this device also froze on the wire. The physician successfully removed the balloon catheter. The physician felt the wire port may have been tight on the balloons. The procedure was successfully completed with a different device. No patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: the midshaft was kinked near the guidewire exit notch. Magnified inspection revealed that a 5 cm length of the shaft was buckled and the inner shaft detached 2cm proximally from proximal balloon bond. Due to the returned condition of the device, functional testing could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR #: 2134265-2011-05143. It was reported that during a peripheral procedure balloon catheters froze on the guide wire. The lesion being treated was located in the superior mesenteric artery. Using a non-bsc guide wire, the physician attempted to advance a 12x5.00mm nc quantum apex balloon catheter to the target lesion. However, the device froze on the wire. The physician successfully removed the balloon catheter. Then the physician attempted to advance a different 20x5.00mm nc quantum apex balloon catheter to the target lesion. However, this device also froze on the wire. The physician successfully removed the balloon catheter. The physician felt the wire port may have been tight on the balloons. The procedure was successfully completed with a different device. No patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).